Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 054 call serivce alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2019 with the following findings: review of the pump's alarm history only showed 052-0000 call service alarms recorded. On investigation, the pump powered on normally without alarm. The pump successfully completed rewind, load and prime steps. The pump was exercised for 12 hours without any errors, warnings or alarms occurring. Investigation did not duplicate the complaint.